Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ¿spastic occlusion of coronary artery during cryoballoon pulmonary vein isolation.¿ heart rhythm case reports 2017;-:1¿4. Http://dx .doi.org/10.1016/j.hrcr.2017.08.001. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon: there was one patient who experienced chest pain during the ablation procedure. It was found that there was coronary occlusion due to a coronary spasm during the procedure. The patient was given the medication of isosorbide dinitrate. The patient did not experience any further complications more than one year post-ablation. The status/location of the cryoballoon catheter is unknown. No further patient complications have been reported as a result of this event.